Event description:
It was reported that bd bbl¿ vdrl antigen false negative occurred. The following information was provided by the initial reporter: customer reported 1). Cap survey "ga"; may 16, 2022; sample #g-02 was "reactive" while was supposed to be a neg. Attached survey says g-02 was non reactive and the intended report is reactive. Hazard, injury or erroneous results details which assays or tests are exhibiting issues? 240765. Are the values of the assays available? Yes. Analyzer name & model #n/a. How many units (tubes) affected? 1. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many tests per day etc.) Pt. What was method of draw?; straight needle; wingset; syringe; line; unsure/other (please list) pt. Is tube filled to stated volume? Unknown. What was order of draw? N/a. How many times was the tube inverted? Unknown. How were tubes transported? (Pneumatic system, carrier, etc.) N/a. How long after collection were tubes processed? N/a.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01376 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. (B)(6).

Event description:
It was reported that bd bbl¿ vdrl antigen false negative occurred. The following information was provided by the initial reporter: customer reported 1). Cap survey "ga"; (B)(6) 2022; sample #g-02 was "reactive" while was supposed to be a neg. Attached survey says g-02 was non reactive and the intended report is reactive. Hazard, injury or erroneous results details which assays or tests are exhibiting issues? 240765. Are the values of the assays available? Yes. Analyzer name & model #n/a. How many units (tubes) affected? 1. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many tests per day etc.) Pt. What was method of draw?;¿ straight needle;¿ wingset;¿ syringe;¿ line;¿ unsure/other (please list) pt is tube filled to stated volume? Unknown. What was order of draw? N/a. How many times was the tube inverted? Unknown. How were tubes transported? (Pneumatic system, carrier, etc.) N/a. How long after collection were tubes processed? N/a.